Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes meth blue was the staple line visualized endoscopically during the initial surgical procedure? Yes appeared normal. How many days postoperative did the leak occur? 5. Reop 7 . How was the leak identified? Elevated white count. Discomfort . What was observed at the site of the leak upon reoperation? No. How was the leak addressed? Reop. Suture. Were there any issues experienced with the device in the initial surgical procedure? No issues. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Surgeon surprised as reported case was normal . Surgeon reports pt was released friday following multiple endo-sponge applications and endo luminal stents. Released with a stent in place.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a sleeve gastrectomy, developed a leak post op. Patient presented with indication of leak two weeks post op. Complained about the symptoms a few days prior. Surgeon re-operated and they found a defect at the apex of the staple line near the angle of his. On the original surgery intraoperatively staple line was examined and a leak test was performed showing no indication of any issue. Surgeons are very experienced. Surgeon unclear as to what caused the issue. There was no indication of issue intraoperatively. Patient was transferred to baylor university medical center and the patient has been treated with endo sponge and has been in the hospital for more then a week.